Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient came back from an appointment at the hospital to have her insulin pump fitted for the first time, where the diabetes nurse had asked reporter to call back when she got home to ensure she was ok. When the patient arrived home her blood glucose decreased to 2.8 mmol/dl. The patient tried to self-treat the hypoglycemia but became unconscious. The patient´s partner tried to treat the patient; there was no treatment specified. The diabetic nurse called the patient as they had agreed on a call back and the patient did not call back, as the patient was unconscious at the time. On the phone the diabetes nurse explained to partner how to give the glucagon injection and also how to change rates on the pump (supposed to probably change a temporary basal rate; meaning less or no insulin would have been going in for a specified period of time). The nurse advised the partner to call an ambulance as the patient was not responding to the glucagon treatment and the change in pump settings. The partner called an ambulance, and the patient was taken to the accident and emergency. There was no documentation of treatment provided at the emergency department (ed). At the time of the report the cgm reading was 8.7 mmol/l, the bg reading was 3.8 mmol/l and the plasma glucose sent to the laboratory was showing 4 mmol/l. The patient recovered, went back to normal bg values and was discharged. Additionally, the patient stated they went back to the diabetes clinic on discharge from the hospital where the diabetes nurse changed the settings on her pump. While in clinic, on the morning of the call to dexcom, she reported an inaccuracy on the dexcom again of 4.9mmol/l on the cgm and 2.3mmol/l on the finger prick. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.